Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead returned in three pieces was received. A fracture was noted on the outer coil at 2.2 cm from the connector pin. An insulation abrasion was noted at 4.6 cm to 4.7 cm from the distal tip. The insulation abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited loss of capture, noise and fracture. The lead was explanted and replaced.